Event description:
The patient reported that on tuesday on (B)(6) and wednesday on (B)(6), she had v-go 40 devices that released the needle button prior to the end of use. The patient reported she has three devices available for return to the manufacturer for evaluation. To date, the devices have not been received for evaluation.